Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon unpacking, the vascular sheath was found split peripherally, unusable. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal portion of the microintroducer sheath was damaged and plastically deformed. What appears to be evidence of use could be seen on the sample in the returned photograph. No other details of the damage could be discerned in the returned photograph. While the exact cause of the observed plastic deformation could not be determined from the returned photograph, possible causes of the plastic deformation include excessive insertion force, inadequate skin nick, and damage prior to attempted use.

Event description:
It was reported that upon unpacking, the vascular sheath was found split peripherally, unusable. No other information was provided.

Event description:
It was reported that upon unpacking, the vascular sheath was found split peripherally, unusable. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.